Event description:
The patient was enrolled in the champion af study (B)(6) 2022 with patient identifier (B)(6). It was reported that device failure to seal occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Post procedure transesophageal echocardiogram (tee) showed a left to right atrial septal shunt measuring less than 3mm. The patient was discharged on duoplavin. During a routine follow up examination in (B)(6) 2022, computed tomography (CT) revealed an incomplete seal of the laa with a jet size greater than 5mm. A non-mobile thrombus measuring 3.0cm squared in the left atrium was also identified. The atrial septal shunt was no longer present. No patient complications were reported.

Event description:
The patient was enrolled in the champion af study (B)(6) 2022 with patient identifier (B)(6). It was reported that device failure to seal occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Post procedure transesophageal echocardiogram (tee) showed a left to right atrial septal shunt measuring less than 3mm. The patient was discharged on duoplavin. During a routine follow up examination in (B)(6) 2022, computed tomography (CT) revealed an incomplete seal of the laa with a jet size greater than 5mm. A non-mobile thrombus measuring 3.0cm squared in the left atrium was also identified. The atrial septal shunt was no longer present. No patient complications were reported. It was previously reported that a baseline tee occurred in (B)(6) 2022, however this tee occurred in (B)(6) 2022. It was originally reported the baseline tee assessment revealed a laa ostium diameter of 19.0mm and length of 26.0mm but this has been corrected to a laa ostium diameter of 26.0mm and a length of 35.0mm. It was further reported the routine follow up examination took place in (B)(6) 2022 not (B)(6) 2022 as previously reported. The patient was instructed to take aspirin in response to the thrombus.

Manufacturer narrative:
B3 date of event updated. B5 event description updated.